Event description:
It was reported that the pump touch screen was cracked and unresponsive and unreadable. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. Customer required assistance due to their bg level and was given a manual injection as well as intravenous fluids. The customer also had ketones, but ketone level was unknown and identified as not life threatening by the healthcare provider. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.